Manufacturer narrative:
Clarification to d4 device information: the right-side device implanted following breast reconstruction in 2022 has been identified as a non-allergan/abbvie manufactured device. Sn (B)(6) noted in the initial medwatch was the patient's previous right-side device explanted on (B)(6) 2022. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, b6, b7, d1, d2a, d2b, d4, g4, h4, h6, h11.

Event description:
It has been determined that the device associated with this complaint is not manufactured by allergan/abbvie. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Patient undergone capsulectomy. The device has been explanted and replaced with non-abbvie device.